Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was confirmed that the ceramic tip had been damaged due to a loose and scratched tension ring. The damage pattern suggested that the insulation insert had been thermally and/or mechanically induced, likely resulting from wear and tear or improper handling by the customer, such as mechanical overload, impact, or accidental dropping. It was not possible to determine if there was pre-existing damage to the insulation insert or if it had already been worn. Additionally, the investigation could not ascertain whether the damage occurred during the last reprocessing of the instrument or during its most recent use in a procedure. Generally, cracks in the insulation material are not visible, making visual inspection challenging. Lost fragments of the ceramic insulation insert could be localized and removed using appropriate x-ray procedures or computed tomography. The tension ring was found to be defective and loose, with excessive force being a probable cause. The damage pattern indicated that mechanical overload and lack of maintenance were likely responsible. Tears in the sealing ring were attributed to wear and tear and incorrect handling. Given the age of the article, the tears in the sealing ring were most likely due to excessive use and insufficient maintenance. A torn sealing ring could very likely lead to leakage in the inner shaft. However, the device did not meet the specifications, thereby confirming the occurrence of the events. The event can be detected/prevented by following the instructions for use: before use; warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system. Guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end; visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury; impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had a broken ceramic tip. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a broken ceramic tip, a loose tension ring and a scratched sealing ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.